Event description:
Screws broke off & jammed into nerve. Rptr could hardly walk. He had a lot of pain. The hardware was removed in 11/9/93. The dr said it had to come out. Rptr has to wear soft back brace with stays. Probably will have to get a solid one.